Manufacturer narrative:
The reported incident that the predrilling assemblies were allegedly stuck with the apex pins could not be confirmed since there were only returned the sleeves with no pins stuck inside. The device inspection revealed that there are small deformations in both tips of the returned devices and no obstructions were found in the canulation of the sleeves. These deformations were probably caused by the multiple use characteristic of these devices. Based on the investigation, the root cause was determined to be user related. The failure reported was either caused by the usage of wrong combination pin/sleeve or by the accumulation of bone debris in the cannulation of the sleeves. First, there are different sizes of predrilling assemblies available for different sizes of apex pins, and if the correct combination is not used, both parts will not fit together and they might even get stuck in each other. Secondly, although no obstructions were found in the canulated part of the sleeves, during drilling in a surgery, bone fragments could get into the sleeve and obstruct the tolerance that will exist between the pin and the sleeve. Inspection of the canula should be carefully done in order to ensure no obstructions are present. Note, as stated in the operative technique (apex-st-1 en apex pins op tech): ''pre-drilling assembly: the pre-drilling assembly consists of a trocar, a drill sleeve and a soft tissue protector which allows for pre-drilling and pin insertion without causing additional damage to the soft tissues. Different lengths enable you to choose the correct device for the soft tissue envelope. Dedicated assemblies are available for 3mm, 4mm, 5mm and 6mm diameter pins. Note: do not tap on the trocar. [...] Pin insertion guidelines when inserting the pin by power, using a low speed will limit the temperature increase, which can cause bone necrosis. Do not use excessive axial force.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Apex pins got bound up in sleeves and would not release in case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Apex pins got bound up in sleeves and would not release in case.